Event description:
It was reported a spectrum pump had a door latch error. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch error was observed upon powering the device on, thereby confirming the customer's allegation. This condition was determined the have been caused by an unsecured link screw. Upon adjusting the screw, the device performed as expected. The link screws were replaced.